Event description:
A customer contacted beckman coulter inc. (Bci) regarding glucose (glucm) results not matching when run in duplicate mode on unicel® dxc 600 pro synchron® clinical systems for four patients. Reruns in duplicate matched. Customer sent patient samples out for confirmation prior to reporting the results. Patient treatment was not affected.

Manufacturer narrative:
Level I and ii qc were reading on the low end of the established range. Customer cleaned the glucose cup and electrode as directed by hotline. A field service was dispatched but called the customer as a phone fix. Customer explained their glucose qc recovery and precision runs were with established specifications. No hardware was changed. Rot cause is unknown for this event.